Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
It was reported that in performing a revision of patient's right knee, the #2 distal femoral augment was overhanging the medial side of the triathlon #2 femoral component and would not engage the femoral component. A different implant was used instead, and a surgical delay of 8-10 minutes was reported.